Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was the r2 drain and probe needed maintenance. The customer performed maintenance. The instrument is operating within specifications.

Event description:
Falsely elevated troponin I results were obtained in several patients within a 12 hour period. The results were reported to the physician. The samples were retested and negative results were obtained. The patients were transferred to another hospital, but treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was the r2 drain and probe needed maintenance.